Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, self test, reset error test, and displacement test. No unexpected reset error alarms were noted. The insulin pump was received with a cracked case at a display window corner, cracked display window, and minor scratches to the display window and case.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer felt dizzy and experienced frequent urination. The customer was treated at the hospital and discharged with manual injections. The customer was wearing the insulin pump at the time of the event. She reported that the insulin pump had alarmed for a reset error. The customer had her doctor on the line, who reported that the insulin pump was the issue and that it should be replaced, and no troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.